Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-method no longer applies. Eval code-result no longer applies. Eval code-conclusion no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a manufacturer representative. It was reported that the patient recovered with sequela. A rotor study had been performed; results were not provided. The loss of therapy was reported as "sudden." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine 1069.2 mcg/ml; 204.4 mcg/day and morphine 1.4 mg/ml; 0.2676 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the patient had a ¿major issue¿ and was in the hospital on (B)(6) 2018. The patient went home the following friday and went back to the hospital on saturday because she was back in withdrawal. It was unknown what happened. There was no alarm and a stall didn't show. The patient was in the hospital for 4 days. The patient was in ¿total withdrawal and thought she was going to die¿. The patient¿s legs were jerking, she was hot and then was freezing, her blood pressure was 223 over 110 and pulse was in the 40s. It was believed the motor stalled but it didn't show on the report. The patient has had a heart attack so her blood pressure was a huge concern. The medication was switched out in case she got a bad batch. The patient was given a prescription for oral morphine and clonidine. The patient was to follow up with the healthcare provider. The pump was working now but the patient was scared and was getting a second opinion. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The returned device passed all testing in the laboratory. Analysis of the implantable catheter (serial # (B)(4)) identified tearing and coring in the cup of the connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported patient symptoms (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-06, additional information was received from an healthcare professional (hcp) via a manufacturer representative (rep). Information received reported the hcp thought the patient was "mentally unstable". The hcp stated that the patient had complaints in (B)(6) 2018 (exact date asked, but unknown) where the patient was having withdrawal symptoms. The hcp gave the patient a fentanyl patch for the withdrawal symptoms. The rep reported on (B)(6) 2019, the patient complained of having withdrawal symptoms again. The hcp performed a cap dye study "within the next day" and it showed the catheter was patent. The rep reported that the hcp then had the rep interrogate the pump on (B)(6) 2019 and showed that the logs were normal and confirmed there were no stalls or critical alarms. The rep stated that he was told on (B)(6) 2019 that the hcp explanted the pump on (B)(6) 2019 and replaced it with a competitor's device. The rep reported that the patient was still having complaints so the hcp no longer believed that the pump or therapy was the issue anymore. The drugs in the pump at the time of this report were clonidine (1069.2 mcg/ml, unknown dose) and morphine (1.4 mg/ml, unknown dose).